Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire which noted that staples did not come out. The surgeon had to sew and over sew anastomosis.